Event description:
A customer reported via phone call indicating that they had issues with connecting their infusion and/or reservoir sets. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer was unable to troubleshoot the issue due to the infusion sets not sticking. The customer stated that they did not receive any no delivery alarm to let them know that insulin was not being delivered to them.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.